Event description:
It was reported that this pacemaker exhibited crosstalk oversensing on the ventricular channel. Technical services (ts) also suspected ventricular undersensing upon review of the requested episode. Concerns of right ventricular (rv) lead loss of capture (loc) were also discussed. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.